Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5087545) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure coil migrated from right fallopian tube into my uterus') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine for postoperative pain as well as ascorbic acid, cyanocobalamin, echinacea angustifolia herb and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, disability and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (she underwent full hysterectomy essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, genital haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for device expulsion, genital haemorrhage and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5087545) on 05-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure coil migrated from right fallopian tube into my uterus') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine for postoperative pain as well as ascorbic acid, cyanocobalamin, echinacea angustifolia herb and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, disability and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (she underwent full hysterectomy essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, genital haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for device expulsion, genital haemorrhage and pelvic pain with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.